Manufacturer narrative:
(B)(4).

Event description:
It was reported externalized conductors were observed when the lead was evaluated via cine. The lead was tested and there were no electrical issues noted. The patient was asymptomatic. The lead remained implanted and monitoring will continue.